Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was noted that the battery compartment was damaged and there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: during investigation, the pump failed to power on. Corrosion was found in the battery compartment. The battery compartment was cracked alongside the pump. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened and moisture damage was found internally. The no power to the pump issue was due to moisture damage.